Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: loosening of the cup. Event summary: it was reported that a patient underwent a revision surgery 13,5 years post implantation due to aseptic loosening of the acetabular component. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The device was not returned by the hospital. Root cause analysis- root cause determination using rmw: - aseptic loosening of cup components, bone fracture due to insufficient secondary stability due to design leading to stress shielding, bone stock changes, osteolysis not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening or fracture of shell due to incorrect distribution of load due to design leading to stress shielding not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening, osteolysis due to pe wear due to motion between insert and shell => possible, no devices have been returned for investigation. Device analysis cannot be done. Therefore, this point cannot be excluded. - aseptic loosening, pain, fracture of implant due to insufficient fatigue strength of material and design not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . - implant dislocation / loosening / breakage / impingement due to incorrect position regarding cup inclination and anteversion => possible, no x-ray was received to measure the cup position. Therefore, this point cannot be excluded. - implant dislocation / loosening / fracture due to selection of wrong components => possible, no information of the other devices implanted was received. Therefore, this point cannot be excluded. - implant dislocation / loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect/off-label use of implant => possible, no device has been returned for investigation. Correct product information cannot be verified. Therefore, this point cannot be excluded. - aseptic loosening of cup due to laser marking/engraving not readable in normal lighting conditions leads to use of wrong implant => possible, no device has been returned for investigation. Correct product information cannot be verified. Therefore, this point cannot be excluded. Conclusion summary: it was reported that the patient underwent a revision surgery of a cls spotorno expansion cup 13,5 years post implantation due to loosening. Neither x-rays, operative notes, office visit notes, nor the device or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: loosening of the cup. Event summary: it was reported that a patient underwent a revision surgery 13,5 years post implantation due to aseptic loosening of the acetabular component. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. The device was not returned by the hospital. Root cause analysis- root cause determination using rmw: - aseptic loosening of cup components, bone fracture due to insufficient secondary stability due to design leading to stress shielding, bone stock changes, osteolysis not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening or fracture of shell due to incorrect distribution of load due to design leading to stress shielding not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - aseptic loosening, osteolysis due to pe wear due to motion between insert and shell => possible, no devices have been returned for investigation. Device analysis cannot be done. Therefore, this point cannot be excluded. - aseptic loosening, pain, fracture of implant due to insufficient fatigue strength of material and design not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment . - implant dislocation / loosening / breakage / impingement due to incorrect position regarding cup inclination and anteversion => possible, no x-ray was received to measure the cup position. Therefore, this point cannot be excluded. - implant dislocation / loosening / fracture due to selection of wrong components => possible, no information of the other devices implanted was received. Therefore, this point cannot be excluded. - implant dislocation / loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect/off-label use of implant => possible, no device has been returned for investigation. Correct product information cannot be verified. Therefore, this point cannot be excluded. - aseptic loosening of cup due to laser marking/engraving not readable in normal lighting conditions leads to use of wrong implant => possible, no device has been returned for investigation. Correct product information cannot be verified. Therefore, this point cannot be excluded. Conclusion summary: it was reported that the patient underwent a revision surgery of a cls spotorno expansion cup 13,5 years post implantation due to loosening. Neither x-rays, operative notes, office visit notes, nor the device or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The device history record were reviewed and found to be conforming an e-mail requesting the following additional information was sent on (B)(6) 2017 to the appropriate representatives. ¿ as it was reported that the product is available for investigation we kindly ask you to return the retrieved device to zimmer biomet. ¿ implantation and revision report. ¿ all available x-rays during time in- vivo with printed date. ¿ all available intraoperative pictures. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that a patient was implanted with a cls® spotorno®, expansion shell, uncemented, 48 on (B)(6) 2004 and it was revised on (B)(6) 2017 due to loosening.